Event description:
During service of the ventilator, the manufacturers field service engineer (fse) reported the unit was not working on backup battery. During evaluation, the fse reported that at the rear of the ventilator where the backup battery is connected it was damaged with a force of impact. The fse replaced the battery to address the damage and reported problem. Final applicable testing was performed and passed to operating specifications. Power failure due to loss of ac or battery power may result in shutdown of device during normal ventilation operation.